Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the motor cables internal connection was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot. The motor was run on a test loop for several days. The motor cable was manipulated along its entire lengths and no alarms were observed. The motor speed was adjusted throughout testing and continued to operate as intended. The motor was functionally tested and operated as intended. There were no issues identified with the returned motor. Per the reported information, the customer performed testing which is not required to use the motor as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 9 entitled "maintenance" details maintenance that must be performed on the centrimag system for proper functionality. Section 9.5 details motor maintenance which is limited to motor visual inspection. The 2nd generation centrimag system operating manual (doc. #(B)(4), rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag motor had an ohms reading on the high side during an electrical safety check. It was later reported that a safety analyzer was used to check leakage and ground. The console was plugged into the analyzer and a probe was used to measure the leakage and determine if the ground reading was below 0.5 ohms. The pump's internal ground connection was above 0.5 ohms.